Event description:
The pt experienced a loss of therapeutic effect over the past couple of days. Her device was off. It was turned on and the stimulation increased to 2.0 volts. It was also noted, the neurostimulator low battery icon was present on the pt programmer. She was re-directed to her physician. The physician confirmed that the event was due to battery malfunction and the pt's device was replaced. Pt's outcome was not reported.

Manufacturer narrative:
(B) (4).